Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device has damaged air sensor seal" was not confirmed. The air sensor is okay. Further investigation found a faulty downstream occlusion (dso) seal due to cracks. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the device has damaged air sensor seal¿; during device evaluation it was found the downstream occlusion sensor was faulty (cracked). There was no reported patient involvement.